Event description:
Eval revealed that force sensor resistance reading was out of calibration. Eval also revealed visible force sensor assembly damage and a misaligned display screen. However, the misaligned display screen did not dislodge the force sensor pins.

Manufacturer narrative:
The pump was returned to animas. Eval revealed that force sensor resistance reading was out of calibration. Eval also revealed visible force sensor assembly damage and a misaligned display screen. However, the misaligned display screen did not dislodge the force sensor pins. Review of the pump history revealed two loss of prime warnings associated with zero force and the pump was primed successfully and exercised with no alarms occurring.